Event description:
Per the audiologist, the patient's parents were not satisfied with the patient's performance with the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with electrode anomalies. More testing was requested while changing the patient's sound processing program. A repeat integrity test done two months later, were consistent with the first test. Reimplantation was recommended after expert review of the test results. The patient's device was explanted two months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on july 01,2008.